Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of damaged - cracked / broken - leak. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked and leaked iodine. There was patient involvement. There was no abnormality observed while the mini cap was being connected to the t-set. There was no patient injury or medical intervention associated with this event. No additional information is available.